Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date & explant date are unknown as this is a literature article. Report date is unknown as this is a literature article.

Event description:
The article, "spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure", was reviewed. This research article reported a case study on a 3 month old born at 28 weeks gestation. Bodyweight at the time of cardiac catheterization was 3.5 kg. The patient had residual tracheobronchomalacia after prior repair of tracheoesophageal fistula, with clinical signs of increased pulmonary blood flow and ventilator dependence. An echocardiogram showed moderate patent ductus arteriosus (pda) with a continuous left-to-right shunting. There was moderate left atrial and left ventricular enlargement associated with mild mitral regurgitation. Angiography (weight 3.5 kg) demonstrated a type c tubular pda. The minimum diameter of pda was 4.0 mm. The 5-4 amplatzer piccolo occluder was placed in an intraductal position in pda. Overnight, the patient remained sedated with dexmedetomidine. On chest radiograph and echocardiogram, the following morning, the device embolization to the left pulmonary artery (lpa) was evident. Repeat catheterization was performed, and the embolized device was retrieved. The pda appeared smaller, and a 6-4 amplatzer duct occluder was deployed but removed before release for unsatisfactory device position. Echocardiography the following day revealed a tiny pda. On echocardiogram, five days later, no pda was noted. Pda remained closed in the echocardiogram three weeks later. [The primary and corresponding author of the article is ahmed deniwar, md, division of pediatric cardiology, mcgovern medical school, university of texas health science center, houston, texas, USA, with corresponding email: deniwar.ahmed@gmail.com.] Related events : (B)(4).

Manufacturer narrative:
As reported in a research article, a 5-4 amplatzer piccolo occluder device was deployed in a 3 month old born at 28 weeks gestation in an intraductal position in pda. The device embolization to the left pulmonary artery (lpa) was evident. Repeat catheterization was performed, and the embolized device was retrieved. The pda appeared smaller, and a 6-4 amplatzer duct occluder was deployed but removed before release since the position was unsatisfactory. Echocardiography the following day revealed a tiny pda. On echocardiogram, five days later, no pda was noted. Pda remained closed in the echocardiogram three weeks later. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.